Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported the patient experienced a skin reaction which occurred three days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed a rash, redness, swelling/inflammation, blisters, and an infection at the wearable insertion site and decided to remove the sensor. The patient had skin burning sensation in the area. On the same day, the symptoms worsen and spread beyond the patch perimeter and the patient decided to go to an urgent care clinic. She was prescribed a course of oral antibiotic medication (clindamycin, unspecified dosage for 10 days.) At the time of the report, the reaction had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.